Event description:
It was reported to boston scientific corporation that during preparation to place a contour vl ureteral stent, the stent separated into two pieces. Reportedly, the suture was not removed from the stent and the issue occurred while preparing the stent using the orange stent pusher, outside the patient. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned device revealed that the bladder pigtail was detached. The bladder end of the device was ripped/torn, and the tear which is consistent with one caused by the suture when it is being pulled. The suture remained attached to the device. A cause for this event could not be determined because the stent condition indicates handling by the user; however, the customer stated the device was defective.

Manufacturer narrative:
(B)(4): stent separation.

Event description:
It was reported to boston scientific corporation that during preparation to place a contour vl ureteral stent, the stent separated into two pieces. Reportedly, the suture was not removed from the stent and the issue occurred while preparing the stent using the orange stent pusher, outside the patient. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."